Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with mfg report numbers 9616099-2007-01618 and 9616099-2007-01621.

Event description:
The pt was treated in the study with two smart control stents proximal and mid left superficial femoral artery (sfa). Both stents fractured proximally and distally. There was no restenosis or occlusion present. The vessel was accessed percutaneously and ipsilaterally. The lesion was pre and post dilated with a pheron biotronic balloon (5x10mm). The vessel anatomy at the lesion site was straight. The lesion was restenotic. The lesion length was 220mm and totally occluded. The reference vessel diameter was 5.0mm. There were no dissections. The pt received 100mg/day or aspirin and 75mg/day of clopidogrel 24hrs prior to the procedure. Heparin was given at the beginning of the procedure. A total dose of 5000iu was given during the procedure. The pt was discharged on aspirin and clopidogrel.